Event description:
During the surgical procedure the black isolation part of the precise bipolar pyramid tip forceps instrument broke into two pieces and fell inside the pt. All components were retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.